Event description:
Customer reportedly was having convulsions and the paramedics were called. Caller states that she tested at 200 mg/dl and three minutes later the paramedic's device read 32 mg/dl. She was reportedly given glucose gtel to elevate her blood glucose. No quality controls were used. Requested rturn of suspect device and replacement was sent.